Event description:
It was reported that the patient experienced a hyperglycemic event with a reported highest blood glucose value of 401 mg/dl following changes in dietary intake while hospitalized for a non-diabetes-related condition and subsequent factory reset of the ilet. The patient reported that meal intake during hospitalization did not align with typical eating patterns and later chose to omit meal announcements and rely on correction dosing. Symptoms included hyperglycemia. Outcomes included continued insulin delivery with correction dosing and no requirement for external medical intervention. Investigation included communication with the patient and review of the information provided. Investigation of this case identified use-related factors associated with meal announcement behavior and dietary changes, and no medical device malfunction or component failure was identified. It was concluded that the event was related to therapy management rather than device performance. If additional information becomes available, a supplemental MDR will be submitted.